Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a cerebral vascular accident (cva) and thromboembolism occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. No leak was detected on transesophageal echocardiogram (tee) imaging immediately post-procedure, nor at the 45-day routine follow up. 280 days post index procedure, the patient presented to the emergency department and was diagnosed with a cva, and thrombus aspiration was performed. At the time of the event, the patient was taking clopidogrel. The middle cerebral artery (mca) was infarcted, and the diagnosis was cardiogenic cerebral embolism. A contrast-enhanced computed tomography (CT) scan was performed and revealed there was no thrombus-like material on the surface of the closure device, which was predicted to be endothelialized, and no leakage was confirmed. The patient remains hospitalized and under sedation, with sequelae being unclear.

Event description:
It was reported a cerebral vascular accident (cva) and thromboembolism occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. No leak was detected on transesophageal echocardiogram (tee) imaging immediately post-procedure, nor at the 45-day routine follow up. 280 days post index procedure, the patient presented to the emergency department and was diagnosed with a cva, and thrombus aspiration was performed. At the time of the event, the patient was taking clopidogrel. The middle cerebral artery (mca) was infarcted, and the diagnosis was cardiogenic cerebral embolism. A contrast-enhanced computed tomography (CT) scan was performed and revealed there was no thrombus-like material on the surface of the closure device, which was predicted to be endothelialized, and no leakage was confirmed. The patient remains hospitalized and under sedation, with sequelae being unclear.